Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The stm found multiple errors that was pointing to components that are either controlled by the front end board and/or signals received and interpreted by the front end board. The first front end board was an out of box failure (reported separately). The fiber optic test was not rendering any patient signals. In order to correct the issue the stm replaced the front end board. The stm then performed all functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) stopped pumping and all the waveforms were flat. There was no patient harm and no adverse event was reported.